Event description:
The catheter was placed in the artery. When applying negative pressure to the catheter to confirm there was no air in the line, blood could not be aspirated. Visual exam revealed two kinked areas on the catheter. There were no adverse pt effects and the dr did not need to take any interventional action.